Manufacturer narrative:
In a follow up letter, the customer indicated that the issue may have been caused or contributed to by leaking of insulin from the transfer sets in addition to the original complaint that the pump was not delivering accurately. The insulin pump, a used transfer set, a used cartridge and a used adapter were returned for investigation. The investigation of the adapter and cartridge found no issues. The investigation of the insulin pump determined the pump was performing per specifications but did indicate that an e4 (occlusion) error had occurred during this time frame and the error had not been cleared according to the instructions provided in the user¿s manual. The investigation of the returned transfer set did not find any indications of leakage but did find an occlusion with insulin at the connector needle. The user error failing to follow instructions for resolving the occlusion error per the instructions may have contributed to the reported event.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2018 the patient received a blood glucose result of 400 mg/dl on a cgm system. The patient changed the cartridge and infusion set, but blood glucose levels still remained high. On (B)(6) 2018 at 7:30 am the patient's girlfriend transported him to the hospital. At 8:25 am the patient received a blood glucose result of 377 mg/dl on the hospital's meter. The patient experienced elevated blood glucose symptoms of nausea and vomiting. The patient was diagnosed with ketoacidosis and was treated with humalog insulin via perfusor. On (B)(6) 2018 the hospital attempted to restart pump therapy and the patient's blood glucose increased to 200 mg/dl. The hospital then removed the infusion device and believes it is not delivering enough insulin. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.